Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The top case was cracked by the front left and right bottom corners. The battery door was cracked and there was visible contamination by the "l" bracket pole clamp and between the cases. There was a base hardware failure found in the event history log. The device was tested by the power up process and using biomed diagnostics monitor battery status. The issue was duplicated during testing. Interconnect board contamination found in interconnect board and missing screw on radio board. Base hardware "failed value= 32771.960. Battery is at 82%. This issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. The operator replaced the top case, bottom case, and both plunger cases due to it being cracked. The operator also replaced the main printed circuit board due to corrosion , calibrated the device and it passed all functional testing.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed a hardware failure. There was no patient involved.